Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation performed. Evaluation confirmed the reported symptom of constant air-in-line alarms through the history log, but could not reproduce it. Evaluation found the lower reading on the ultrasonic sensor to be out of specification. The upstream sensor was replaced as it is a known contributor to the reported symptom.

Event description:
It was reported that a spectrum pump had a constant air-in-line alarm. It was also reported that ther was no pt involvement.